Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient without problem and it was observed that the balloon ruptured on the middle part vertically. The procedure was completed with a different device. No patient complications were reported and the patient status was good.